Manufacturer narrative:
Inspection of returned device revealed breakage of the catheter at its tip end and the trace of breakage after torsion. It is presumed that the tip end of corsair microcatheter was caught by cto lesion, where excessive rotational manipulation was applied, resulting in breakage of tip end by the accumulated force exceeding the product design limit. IFU describes: "do not use in advanced calcification lesion." As one of the contraindications and prohibitions. Warning section of the IFU describes; "always hold the connector with one hand and turn the catheter carefully while regularly releasing the accumulated torsion, be sure to open the hemostatic valve of the y-connector. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Identify the cause of resistance under fluoroscopy and take an appropriate action. ...continuing the rotation may damage or rupture the catheter... "If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture the catheter.

Event description:
During the pci procedure to treat a heavily calcified cto lesion at mid of second om of left circumflex, asahi microcatheter corsair was used, and it was noticed the distal end of the catheter was broken off in the vessel. Physician deployed a stent and fixed the separated portion of the catheter against the vessel wall.